Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced pain at the implant site. On (B)(6) 2015 the patient was admitted to the hospital (duration not reported) and was administered intra venous antibiotics (duration not reported). Per update received on december 29, 2015 the patient remains on antibiotics. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was re-admitted to the hospital (date not reported) due to continued symptoms of fever and discomfort. Subsequently the device was explanted on (B)(6) 2016. This report is filed june 3, 2016.